Event description:
The customer complained of questionable results for 218 patients when tested with the intact human chorionic gonadotropin + beta-subunit (hcg+beta) assay. The customer provided data for 186 patients, of which 34 were repeated and had erroneous results. Please refer to the attached document for the patient results. All patients were female. Age and date of birth were requested but not provided. None of the patients were neonates. None of the patients were harmed by any actions taken. The customer stated that in some cases the first result was released from the laboratory and in some cases the second result was released. The hcg+beta reagent lot number was 171601. The expiration date was requested but not provided. The data provided shows the customer runs each level of control multiple times each time controls are performed. At least one control was outside of 2 standard deviations prior to running patient samples. The field application specialist visited the site and noted serum on top of the incubator. The field application specialist also checked samples that were processed immediately before the problem occurred. The field application specialist found fibrin in the samples and gel on the tube walls. The field service representative checked the system and ran performance tests. All were ok. Based on a review of calibrations and quality controls, and the fact that two different reagent packs were involved, the investigation determined a reagent issue was unlikely. Possible root causes were analyzer contamination, based on the serum contamination observed, and inappropriately prepared samples, based on the fibrin and gel observed in the samples. A definitive root cause could not be determined with the data provided.

Manufacturer narrative:
The event occurred in (B)(6).